Event description:
It was reported the handpiece got hot. The customer did not know the case it was used in but said they opened another handpiece to complete the case. The customer later confirmed the handpiece was getting hot with a test blade.